Manufacturer narrative:
(B)(4). The customer could not confirm that the reported device is a baxter product.

Event description:
The facility representative contacted baxter to report an unknown quantity of an unspecified infusion pump in which there was an overinfusion. The customer stated that "there has been a few (not many) incidences where a bag of medication has run dry during the last dose, of note there were cloxacillin, piptazo and vanco all in 500 milliliters bags. This causes the pump to alarm and patients to be very upset and frustrated if it happens in the middle of the night. The clinic will look at their processes in example pump programming, ensuring pumps work." Specifically, she reported that "one in particular on clox 2g q4h (600 milliliters), the pump for this patient has been programmed with a total volume 20 ml less than the approximate volume stated on the bag to prevent the bag from running dry too soon and thus setting off the alarm." The customer further stated that "we depend on the approximate 8% overfill. So, for a 500 millliiters bag, we assume 540 millliiters + drug volume (e.g., 48 millliiters) = 588 millliiters total volume. The clinic pumps are set for that approximate volume (I don't actually know if they adjust the setting at all). And, now, recently with 3 different drugs, bags have run dry. When a bag runs dry, it causes an alarm, which distresses the patient, resulting in calls to nursing." There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. A follow-up medwatch report will be submitted if additional information becomes available.